Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the arm on 11/23/2025. Internal visual inspection was performed and failed due to detached needle.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the insertion site on insertion date. Product was provided for investigation. An external visual inspection was performed and passed. Physical damage was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.